Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged the generation of a false positive flu a result for a patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (kit lot not provided). It was noted that the result was reported, but then after an investigation, it was amended based on laboratory analysis; no further details regarding the laboratory analysis or additional testing results were provided. It was reported that the he patient was given antiviral medication, and more details were requested but not provided. No harm or injury was indicated. An investigation was performed based on the available information provided.

Manufacturer narrative:
Although requested, the data for the alleged sample could not be provided for analysis and the kit lot information used during testing of this patient could not be confirmed. No product problem identified during the course of the investigation of the product. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the (B)(6) alleged the generation of a false positive flu a result for a patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (kit lot not provided). The customer repeat tested the same sample on the biofire and the panther platform from hologic and generated negative results for the flu a target. The initial positive result was reported; however, the report was updated after the negative results were generated. It was reported that the patient was given antiviral medication (oseltamivir), and no additional details have been able to be provided. No harm or injury was indicated. An investigation was performed based on the available information provided.

Manufacturer narrative:
Corrected details specific to the additional testing and added details about the antiviral medication provided to patient.